Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on circumstances of the procedure. Additionally, it was noted that the stent implant was stationary on the balloon; however; it was not located between the markers and was distal to the distal marker. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience xpedition everolimus eluting coronary stent system (eecss), domestic, instructions for use (IFU), states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported and noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified narrow and eccentric distal left main that was 90% stenosed. A xience xpedition stent was implanted in the proximal left main. The 2.5 x 15 mm xience xpedition stent was then advanced, but failed to cross the distal left main due to the anatomy. The shaft became kinked and the device was removed without reported issue. An unspecified balloon dilatation catheter was used to dilate and treat the lesion. There was no reported adverse patient effect or a clinically significant delay in procedure. Returned device analysis noted that the stent implant was no longer between the markers, but moved distal to the distal balloon marker. No additional information was provided.